Event description:
It was reported that the customer was hospitalized due to high blood glucose of 288 mg/dl. It was stated that the customer was feeling nauseous, vomiting, and had headaches. It was stated that the customer has been experiencing high glucose while staying at the hosp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.